Event description:
It was reported that six (6) exactamix 500 ml eva tpn bags had foreign matter in an unspecified location. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 26-27, 2023. H11: six (6) devices were received for evaluation. Visual inspection was performed on the returned samples and particulate matter was not identified. Further inspection was performed with led lighting and no particulate matter was identified; the samples met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.